Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip will be filed under a separate medwatch report number.

Event description:
This is filed to report the clip becoming caught in the chords causing a chordal rupture requiring intervention. It was reported that on 21 november 2019 the patient underwent a mitraclip procedure. An xtr mitraclip (cds0601-xtr, 90826u181) and an ntr mitraclip (cds0601-ntr, 90423u141) were implanted without an issue reported, reducing the mr from grade 4 to 1-2. On 14 july 2022, the patient presented with recurrent mitral regurgitation (mr) grade 4; with a larger mr jet lateral to the previously implanted clips. Reportedly, the previously implanted mitraclips remained stable and well seated, without any device related injury observed. The recurrent mr was due to disease progression. That day a re-do procedure was performed and a new mitraclip nt (cds0701-nt, 20308r185) was implanted lateral to the previously implanted clips. This nt mitraclip was successfully implanted, reducing mr and reducing the reverse pulmonary vein flow to blunted. A second clip (cds0701-nt, 20310r206) was attempted to be implanted medial to the previously implanted clips, however, it was difficult to grasp and difficult to capture the leaflets due to the previously implanted clips shadow. When in the left ventricle, the clip became caught in the chordae and resulted in a chordal rupture and a flail. This caused the mr to increase back to 4. This clip was removed from the patient without further incident. A third clip (cds0701-xt, 11007r239) was attempted to be implanted. Imaging was difficult but a good grasp was thought to have been achieved medially to previously implanted clips. However, upon deployment, a single leaflet device attachment (slda) occurred. The clip had detached from the posterior leaflet. The mr remained at 4 and the procedure was completed with no further action. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported issue with grasping and capturing the leaflet were due to poor image resolution. The poor image resolution was due to shadowing from previously implanted clip. However, a cause for the reported clip caught on chordae cannot be determined. The tissue injury appears to be a result of the clip getting caught on the chordae. The reported unexpected medical intervention was a result of case-specific circumstance. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.